Event description:
The customer reported the act 5diff control plus (low control) was leaking at the center of the cap after pierces from the act 5diff instrument probe. The piercing was made right on the center leaving a large hole in the core of the cap. Controls could easily leak out having the potential of biohazard exposure and causing to use the control more rapidly than normally. The user was wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the incident. No injuries occurred and medical attention was not sought as a result of this event. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed; however, it is readily available. The lab's exposure control or risk mgmt plans are in place. There was no death, injury or change to pt treatment attributed or associated to this complaint. Replacement controls were sent to the customer.

Manufacturer narrative:
Per labeling, beckman coulter, inc., urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated lab analyzer. The customer reported the incident started after the field service engineer (fse) replaced and aligned the instrument's probe; in addition to changing the tube holder. However, when fse returned to service the unit the instrument's performance was verified and confirmed the analyzer had met specifications. The root cause could not be determined based on available info. This reportable event was identified during a retrospective review conducted between january 1, 2008 through october 23, 2010 of complaints for add¿l reportable events.